Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, "capsular contracture baker grade IV" and "bad reaction to the surgery and feels like a rock. Discomfort, pain, and looks bigger". This report is for the left side. Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "capsular contracture baker grade IV" and "bad reaction to the surgery, and feels like a rock. Discomfort, pain, and looks bigger". Later healthcare professional reported "baker grade 4 capsular contracture". This report is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events of capsular contracture, visibility / palpability, edema and breast pain was received on june 05, 2025, with lot number 1239273. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Visibility / palpability: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. Breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.